Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump due to heart complications and diabetes. The caller stated that she does not know what happened to the insulin pump, and she thinks the hospital might keep it. No further information was provided.